Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence with multiple cartridges. There was no reported impact to the customer's blood glucose level. Further information regarding the patient or event was not provided.